Event description:
New information received states that the patient presented in clinic for follow up with shortness of breath and high capture thresholds. Subsequently, the lead was revised due to a previously observed dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient was admitted to the hospital for fatigue and heart failure symptoms. Loss of rv capture and lead dislodgement was noted at follow-up. The physician did not want to proceed with the reposition of the lead due to the patients diagnosis of (B)(6)patient will be treated with antibiotics. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.